Manufacturer narrative:
Balloon - (B)(4), catalog 72400024, (B)(4), manufacture date 10/26/2017, expiration date 10/09/2022. Pump - (B)(4), catalog 72404127, (B)(4), manufacture date 10/02/2017, expiration date 09/26/2018.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to infection. "Physician refers that this patient was not living in a clean place. Animal feces and unhealthy sleep room area was described by patient¿s son. Patient present himself to hospital ER showing pain and pus in the perineal area. Severe infection was taking effect after 4 months of implant surgery." "Reconstruction of the urethra was urgently needed due to the severe infection. After reconstruction the patient was release from the hospital with a catheter. Physician has no intention to challenge this patient with an aus implant surgery again." No further patient complications were reported in relation with this event.